Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that one of the tlc75 devices staples dropped from the instrument (so it was unused). The other tlc75 device, the surgeon could not fire the device. Another device was used to complete the case. There was no consequence to the pt. The device were discarded.